Event description:
Patient intubated and placed on a maquet servo-s mechanical ventilator. Patient was then transported to have a CT scan done. As entering the CT room, the servo-s ventilator alarmed and read "no battery capacity". Servo-s ventilator was immediately plugged into an outlet. CT was performed, prior to transporting the patient back to the trauma bay, the patient was placed on a hamilton ventilator.